Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - central regurgitation" was confirmed from the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 7 months post tavr procedure for a 23mm sapien 3 valve, a patient presented with regurgitation." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. Review of medical report revealed patient's history of chronic kidney disease and hyperlipidemia. Chronic kidney disease and hyperlipidemia are risk factors for leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, approximately 4 years and 7 months post tavr procedure for a 23mm sapien 3 valve, a patient presented with regurgitation. The patient underwent a valve in valve with a 23mm sapien 3 ultra inside the initial 23mm sapien 3 valve. After reviewing the medical records provided, approximately 4 years and 7 months, the patient's 23mm s3 bioprosthetic valve had developed severe transvalvular aortic valve insufficiency/regurgitation which was causing the patient to have progressively worsening dyspnea and fatigue over the last few weeks. After discussion with the patient physicians, it was determined that a valve-in-valve procedure would be better for the patient. The patient underwent a successful viv (23mm s3u in a 23mm s3) in the aortic position with zero pvl or intravalvular regurgitation. The patient tolerated the procedure well.